Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during sedation for a diagnostic colonoscopy procedure the subject device presented a b30 error. The procedure was completed using the same device. There were no reports of patient harm.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h6, h11. The device was not returned to olympus for inspection. However, the customer contacted olympus technical assistance support (tac) via phone. The customer informed tac of the event and reported event. Because the caller was not in front of the equipment, tac recommended cleaning the scope connector and testing the scope again on either the same tower or another available tower to confirm whether the scope was the source of the error. Tac awaited further updates from the customer. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.